Event description:
Customer reported she was hospitalized for high blood glucose and dka. Troubleshooting was performed. The device did not alarm during high pressure test. Instructed customer to disconnect, return pump.